Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, brown particles, fold creases, leak test and microscopic analysis were performed and identified a linear sharp opening and nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was a linear sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reports a right side deflation and "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a right side deflation and "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.